Event description:
It was reported that patient underwent bilateral hip arthroplasty on an unknown date. Subsequently, a right hip revision procedure was performed on (B)(6) 2014 due to an unknown reason. The acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and a biomet head.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.